Event description:
While the dr was hammering, the top of the impactor/extrator broke off. Because the impactor/extractor was still attached to the stem, a small hole was drilled into the shaft of the impactor. The broken instrument caused no problems to the implant. There was no adverse consequence to the pt or extention of surgery delay.